Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a monitor malfunction. Electrode belt sn (B)(4) has not yet been recovered for investigation. At this time there is no information to suggest an electrode belt malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. Device download data revealed that the patient was treated once during the event. The patient had been transported to the emergency room from a rehabilitation facility. At 05:07:51 the patient degraded to bradycardia. The patient's ECG shows that CPR was being performed. The lifevest delivered a treatment at 05:32:34 during bradycardia. CPR artifact contributed to the false detection. The post-shock rhythm was atrial fibrillation (60-70 bpm). The lifevest electrode belt was disconnected at 05:33:02 and the patient subsequently passed away. No deficiencies were alleged against the lifevest.